Manufacturer narrative:
(B)(4). The insulin pump was received with a missing retainer. The device was unable to perform displacement test due to the missing retainer. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button keypad overlay, damaged keypad overlay texture and a slightly peeling serial number label.

Event description:
The customer reported via phone call that the insulin pump is damaged at the reservoir compartment. Customer's blood glucose was 134mg/dl at the time of incident. The product will be returned.